Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The skin over the device was not intact. Reportedly, the issue started between january 2022 (where the skin was intact) and february 2022. It is suspected by the surgeon that an injury has occurred, however, it was denied by the user. It is planned to remove the implant on (B)(6) 2022 and leave the active electrode in place for later re-implantation.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process. However, a device contribution to the extrusion cannot be ruled out. This is a final report.

Event description:
The skin over the device was not intact. Reportedly, the issue started between on (B)(6) 2022 (where the skin was intact) and on (B)(6) 2022. It is suspected by the surgeon that an injury has occurred, however, it was denied by the user. The device has been explanted.